Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (45001a678) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. Clarification was made through a follow-up call made by the customer. It was confirmed that the test strips were related to the medical event reported in the initial report.

Event description:
A customer reported he had a recalled test strip lot related to an on-going field action for abbotts precision family test strips. The customer also reported he was unsure if those test strips were associated to a medical event when he experienced nausea, confusion, weakness and thirst. According to the customer's report the paramedics were called, but he did not know if any treatment was provided. The customer reported he was transported to a health care facility, and although he did not know his medical diagnosis, he was treated with insulin, glucophage and glipizide, and this treatment was a change to his normal medications. Adc customer service made later attempts to contact the customer in order to clarify the product issue, but he could not be reached. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010. Note: the date of the event is unknown.